Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 42 mg/dl. The customer¿s expected am fasting blood glucose test result range is 115-121 mg/dl and expected pm fasting blood glucose test result is < 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer; the customer no longer had any test strips from this vial and was unable to provide lot information. The product is stored according to specification in the bedroom. The meter memory was reviewed for previous test result history: result 1: 154 mg/dl date: 5/19/2023 time: 7:18 am fasting (new vial), result 2: 140 mg/dl date: 5/19/2023 time: 7:17 am fasting (new vial), result 3: 121 mg/dl date: 5/19/2023 time: 7:16 am fasting (new vial), result 4: 88 mg/dl date :5/19/2023 time: 2:19 am fasting (new vial), result 5: 131 mg/dl date: 5/18/2023 time: 12:00 pm fasting (new vial), result 6: 42 mg/dl date: 4/10/2023 time: 5:56 am fasting (previous vial).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in a follow-up call on 30-may-2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated she is comfortable with the glucose readings from the product.